Event description:
It was reported that a lead to can abrasion was observed during routine device change out. A suture sleeve and medical adhesive were used to repair the lead. Dft testing was successful and all measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.